Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer's blood glucose was 190 mg/dl. The customer stated that the transmitter did not blink when the sensor was inserted, and when she removed the sensor to inspect the cannula, she found that it was missing. She noted that this issue had occurred previously as well. She was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.